Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A device history record (DHR) review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023, the patient was hospitalized for peritonitis. It was reported that the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The nurse stated the patient was treated with antibiotic therapy using cefepime (I gram daily) intra-peritoneal (ip) for peritonitis. On (B)(6) 2023, the patient was discharged from the hospital and continues pd with the same cycler and outpatient antibiotic therapy. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributes the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Therefore, based on the reported information, peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the pd nurse.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023, the patient was hospitalized for peritonitis. It was reported that the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The nurse stated the patient was treated with antibiotic therapy using cefepime (I gram daily) intra-peritoneal (ip) for peritonitis. On (B)(6) 2023, the patient was discharged from the hospital and continues pd with the same cycler and outpatient antibiotic therapy. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributes the peritonitis to touch contamination during the pd exchange.